Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported left side pain and implant exchange from textured implants due to concern with the product. Healthcare professional also reported rupture. Device has been explanted and replaced. This record is for the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed rupture on the device. Additional observations: ¿ deformation device observed on the device. ¿ wear abrasion observed on the device. ¿ crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side pain and implant exchange from textured implants due to concern with the product. Healthcare professional also reported rupture. Device has been explanted and replaced. This record is for the left side.